Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed. .

Event description:
It was reported that there were past instances of post-operative bleeding with sleeve gastrectomy cases - likely when using a sureform 60 instrument. Further details regarding interventions, impact, or causality are unknown.